Event description:
Revision planned following a patient fall for patient with a unicondylar knee implant.

Manufacturer narrative:
Revision planned following a patient fall for patient with a unicondylar knee implant. Review of the device history record indicated that the device was manufactured to specification.